Event description:
A power source alert was reported by the caller. There was no reported impact to the customer¿s blood glucose level. The caller initially tried troubleshooting steps like using a different wall adapter and charging cable, but these did not resolve the issue. Consequently, technical support decided to replace the pump, and the customer would use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.